Event description:
The customer reported that she received a no delivery alarm on her insulin pump and her blood glucose was 556 mg/dl. The customer stated the alarm was resolved by a complete set change, which could indicate a site, infusion set, or reservoir occlusion. It was not possible to troubleshoot for the issue as it was a past event. It was stated that the customer had the needle guard on her infusion set, which caused the no delivery and high blood glucose. The customer was advised to treat with injection until her blood glucose goes into a normal range. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.